Event description:
It was reported that within one day of a right atrial lead implant procedure, the lead threshold had increased and the patient experienced a perforation and pleural effusion. Pericardiocentesis was performed, and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076 implantable pacing lead (B)(6) 2013. (B)(4).